Event description:
The hcp reported that the patient presented in 2004, with what appeared to be purulent fluid at the device pocket. The device was explanted and antibiotics administered. The patient was reported to be doing fine with re-implantation planned at a later date.